Event description:
Cath lab procedure. The cath lab system table entered a "free float" state without user input. The carm also began to move erratically also without user input. The carm made contact with the pt and dragged across his stomach. Provider had to shield pt's head out of caution while another staff member activated the emergency stop button. The emergency stop button did function, as designed. No pt harm reported. FDA safety report ID # (B)(4).